Manufacturer narrative:
This report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A physician reported that a patient experienced a central corneal abscess, left eye, associated with wear of dailies contact lenses. Cultured positive for pseudomonas aeruginosa. The patient experienced an anterior chamber reaction, severe pain with a scar expected. Treatment consisted of strengthened collyrium, cycloplegia, and anti-inflammatory. Follow up weekly. Pre-event acuity 10/10, current acuity reported as <1/20. Request has been made for further information, however, no further information has been provided.